Event description:
It was reported that the fos failed during use on a patient. As a result, the initial catheter was replaced, second catheter worked as intended. Additional information received stated that second catheter was placed in the same site as the first. No patient injury, harm, or consequence reported. Patient condition unknown at time of report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The reported complaint for iab unable to get fos signal is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported that the fos failed during use on a patient. As a result, the initial catheter was replaced, second catheter worked as intended. Additional information received stated that second catheter was placed in the same site as the first. No patient injury, harm, or consequence reported. Patient condition unknown at time of report.